Event description:
It was reported that the minicap was missing iodine. The caller stated the packing was not damaged before it was opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was completed. A visual inspection was done by naked eye detected the presence of iodine on the sponge; no other issues noted. Upon conclusion of the investigation, the problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was manufactured between the dates of 09/11/2014 and 09/18/2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.